Manufacturer narrative:
The arterial sheath and arterial dilator subassemblies were investigated. Upon microscopic inspection of the arterial dilator, it was noted that the tip of the dilator had some deformation. No deformities were noted on the arterial sheath. The tip deformation on the arterial dilator could have contributed to reported complaint of dissection in the common carotid artery, but the event cannot be confirmed. The root cause of the tip deformation is unknown; however, due to the location of the damage on the arterial dilator, it is likely that interaction between an interventional wire and the arterial dilator contributed to damage seen on the arterial dilator during procedure. There is no indication the device did not meet specification prior to distribution.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while using the arterial sheath of the neuroprotection system (nps). The physician performed a second access with a new arterial sheath, but the physician was unable to advance the enroute 0.014 " guidewire outside of the dissected plane. The procedure was converted to carotid endarterectomy (cea).

Manufacturer narrative:
The product associated with this complaint was returned to the manufacturer for analysis; however, investigation of the device is still in process. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted once additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.